Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire. The guidewire tip was completely separated 181cm from the proximal end. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. The distal separated portion of the guidewire was not returned for analysis. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left renal artery which had a fibromuscular dysplasia (fmd). After advancing a 6f non-bsc introducer sheath at the lima curve and placing it at the ostium of the left renal artery, a 185cm journey¿ guidewire was advanced to the target lesion. The sheath had turned, popped out and pulled the wire with it but the tip of the guidewire snapped off and was left in the left renal artery. The tip of the wire was then retrieved by a snaring device and the procedure was completed. No patient complications were reported and the patient's status was fine.